Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part#471205-17 / k12211206-0105) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 on system sl0430 for an ureteral reimplantation surgical procedure. The alleged event occurred on the 11th use of the instrument. This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted ureteral reimplantation surgical procedure, the black power cable on the fenestrated bipolar forceps instrument was found torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the fenestrated bipolar forceps instrument was inspected prior to use. The operating room team was performing a ureteral reimplantation when the issue occurred. The user confirmed that it was the black cable that was damaged. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. This failure is typically associated with mishandling/misuse.